Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the avs aria 0degx18x50x14mm cage was confirmed fractured based on the correspondence with the sales rep and visual inspection of the returned product. The implant breakage occurred during insertion of the interbody device. It was identified that the implant was very tight fitting, required additional hammering, and was subjected to additional cantilever forces. The manufacturing records of lot# sa8 were reviewed and there were no manufacturing anomalies related to the reported event. Conclusion: the most likely cause of the breakage was excessive insertion force, oversizing the implant, and applying cantilever force during insertion.

Event description:
It was reported that upon impaction of the aria specialty inserter, the aria cage broke.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the avs aria 0degx18x50x14mm cage was confirmed fractured, based on the correspondence with the sales rep and visual inspection of the returned product. The manufacturing records of lot# sa8 were reviewed and there were no manufacturing anomalies related to the reported event. The implant breakage occurred during insertion of the interbody device. It was identified that the implant was very tight fitting, required additional hammering, and was subjected to additional cantilever forces. The fracture caused a 5 minute surgical delay to replace the cage. The broken cage was removed; however, fragment(s) of the chipped device could not be recovered and were left in the surgical site. The surgery was completed successfully and there were no adverse consequences reported. The most likely cause of the breakage was excessive insertion force, oversizing the implant, and applying cantilever force during insertion. Conclusion: the most likely cause of the breakage was excessive insertion force, oversizing the implant, and applying cantilever force during insertion. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that upon impaction of the aria specialty inserter, the aria cage broke.